Event description:
User reported that the front battery of the wheelchair started on fire approximately 50 minutes after starting to charge the battery. The user was not injured and the fire was extinguished with minimal damage to the wheelchair. Manufacturer retained an electrical engineer to inspect the wheelchair. Manufacturer also put the manufacturer of the battery on notice of the event and the battery manufacturer attended the inspection, which took place on july 2, 2008. The electrical engineer determined that a short circuit in one cell of the battery caused the fire. The short circuit appeared to be caused by a manufacturing defect in the battery. The battery manufacturer has been notified of this determination.

Manufacturer narrative:
Eval summary: manufacturer evaluated the wheelchair with (B) (4) on july 2, 2008. The inspection revealed that the battery, manufactured by another company, had a short circuit in one cell, which caused the fire. The short circuit appeared to be caused by a manufacturing defect in the battery. The battery manufacturer attended the inspection and was notified of this determination. The battery manufacturer has stated to manufacturer that it intends to do further testing and inspection of the battery.